Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Dexcom technical support had the patient's mother perform a paperclip reset. At the time of contact the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on 1/19/2015 confirming the reported event of intermittent out of range. A CAPA has been initiated for this issue.